Event description:
It was reported that approximately 6 months post-op, the patient experienced a skin reaction of a red rash and bumps; the surgeon referred her to an allergist for testing including allergy testing to the implant(s) used in her surgery. Date of surgery: 2008. Type of procedure: rotator cuff repair. Follow-up with the reporter provided information that the patient has not signed a release of information, so no further information can be provided at this time. Confirmation of implant identity (part/lot no.) Was requested, but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device remains in the patient; the complainant's event could not be verified. The reporter stated the implant used in this case was an ar-1902sf, ar-1926b or ar-1926ps; confirmation of implant part number was requested but not provided, therefore ar-1902sf was assigned to this complaint. Lot number was requested but unknown. Device history record review could not be performed without part/lot number.without additional information, the most likely cause of this event could not be determined. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.